Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the bd to gui cable and/or power supply. Customer reported to have follow the tse recommendation and replacing the bd to gui cable solved the problem. Unit was tested by customer and returned into service.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.